Event description:
It was reported that balloon deflation issue occurred. Vascular access was obtained via pedal approach. The target lesion was located in the posterior tibial artery. A 2.0x220x90 sterling balloon catheter was advanced and was inflated at nominal pressure. However, when the inflator was released, the balloon failed to deflate. The inflator was removed and put on a non-boston scientific inflation device and did several negative pulls to get the saline or contrast removed. It took 5 to 10 minutes before it deflated enough. Eventually, the balloon deflated and was removed intact. The procedure was completed with another 2.0x220x90 sterling balloon catheter. There were no patient complications reported.